Event description:
It was reported that this patient was at the hospital for non device related reasons. A check of the device was done due to the length of time between the last check. The technician noted a polarity switch and noise. Troubleshooting was done and it was noted that the right ventricular lead switched to bipolar configuration and the electrocardiogram went flat. Technical services (ts) instructed the technician to change to bipolar pacing and unipolar sensing, after which the right ventricular electrocardiogram was visible, and bipolar impedance measurements were stable. Ts instructed which provocation maneuvers to perform which showed out of range high pace impedance measurements on the right ventricular channel and low out of range on the right atrial channel. Once the patients arm was at rest the pace impedance measurements were normal. In addition, massaging the device header showed high out of range pace impedance measurements. An x-ray was suggested by ts. A possible terminal pin, header issue or a leads at header interface issue was suspected. Additional review of the x-ray images did not provide conclusive evidence concerning the header or lead connection. In the x-ray provided it was clear that the device was tilted thus making further conclusion difficult/impossible to determine. Further review of the provided history reports showed that the right ventricular lead safety switch was triggered in february 2020 and the right atrial lead safety switch in october 2021. Since october 2021 atrial fibrillation events were recorded due to unipolar sensing. Atrial impedance measurements were high and out of range since october 2020. Available right ventricular events showed myopotential noise resulting in oversensing as the lead was in the unipolar sensing vector. The root cause of this issue could not be determined, but a possible compromised integrity of both leads was suspected. To date, the device was reprogrammed as the physician did not want to do a revision of the leads as the patient rarely paces and has possible dementia. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the 'describe event or problem' field for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This report is being filed to update the evaluation conclusion code and additional manufacturer narrative.

Event description:
It was reported that this patient was at the hospital for non device related reasons. A check of the device was done due to the length of time between the last check. The technician noted a polarity switch and noise. Troubleshooting was done and it was noted that the right ventricular lead switched to bipolar configuration and the electrocardiogram went flat. Technical services (ts) instructed the technician to change to bipolar pacing and unipolar sensing, after which the right ventricular electrocardiogram was visible, and bipolar impedance measurements were stable. Ts instructed which provocation maneuvers to perform which showed out of range high pace impedance measurements on the right ventricular channel and low out of range on the right atrial channel. Once the patients arm was at rest the pace impedance measurements were normal. In addition, massaging the device header showed high out of range pace impedance measurements. An x-ray was suggested by ts. A possible terminal pin, header issue or a leads at header interface issue was suspected. Additional review of the x-ray images did not provide conclusive evidence concerning the header or lead connection. In the x-ray provided it was clear that the device was tilted thus making further conclusion difficult/impossible to determine. Further review of the provided history reports showed that the right ventricular lead safety switch was triggered in february 2020 and the right atrial lead safety switch in october 2021. Since october 2021 atrial fibrillation events were recorded due to unipolar sensing. Atrial impedance measurements were high and out of range since october 2020. Available right ventricular events showed myopotential noise resulting in oversensing as the lead was in the unipolar sensing vector. The root cause of this issue could not be determined, but a possible compromised integrity of both leads was suspected. To date the device was reprogrammed as the physician did not want to do a revision of the leads as the patient rarely paces and has possible dementia. The system remains implanted. No adverse patient effects were reported.